Manufacturer narrative:
(B)(4). Batch # l92r76. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the top jaw completely detach from the device? --yes. If yes, did the detached jaw fall into the patient?---yes. Did the black ptc completely detach from the device?---yes. If yes, did the detached black ptc fall into the patient?---yes. Were the detached parts retrieved from the patient?---yes. Did this cause a change in the plan of care for the patient?---yes. Was the jaw damaged, but no part completely detached from the device?¿no. Are the detached parts being returned with the device?--yes. Or, were the detached parts discarded?---no. Please explain how the plan of care was changed? Since the lateral outcome of enseal is far better than monopolar hook, and normal vessel sealer. And since our vessel enseal didn¿t work, surgeon took extra precaution while surgery. Additional information requested but not received: the ptc is in the top jaw and it is very rare for this component to fall off. Looking at this photograph, could you please verify what component fell off. Did the top jaw completely fall off the device? The ptc is the black material in the top jaw. Did the ptc fall out of the top jaw as well? Or did the electrode which is the silver part in the bottom jaw, lift from the bottom jaw? Did any piece of the gold I-blade break when the top jaw fell off?

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw broke. The ptc came out from the jaw. There was a reposition the jaw and reactivate was displayed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.